Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving an "alert 61" on their phone. After attempting a restart, the ilet became stuck on the ¿charge ilet now¿ screen and was unresponsive to touch. The user suspected possible water exposure, though no cracks were visible. Data sync attempts were unsuccessful. The agent arranged for an overnight replacement ilet with return shipping for the malfunctioning device, advised the user to shut it down or allow the battery to drain, and explained that the new ilet would need to relearn their patterns. The user understood, agreed to treat the first week as a restart, and will use backup therapy until the replacement arrives. No blood glucose (bg) impact, symptoms or medical concerns were reported at the time of call.